Event description:
It was reported that during the implant procedure, high, out of range, high voltage lead impedance was observed. The device was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported high hv lead impedance was confirmed in the laboratory via review of the programmer report. The device was tested on the bench, and no anomaly was found. The cause of the high hv lead impedance could not be determined.